Event description:
It was reported that during the lead implant procedure, the test results using the pacing system analyzer showed that there was no capture, high impedance and no sensing. The lead was repositioned but that did not resolve the problems associated with the lead. The lead was not used, and another lead was used with normal readings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.